Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They've been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
Upon completion of the investigation it was noted that disposable perforator was returned from the affiliate with the blue sleeve damaged/distorted. It appears that the disposable perforator was subjected to autoclave decontamination prior to return; however, this could not be confirmed. Upon further investigation it was also noted that although the sleeve of the perforator was damaged/distorted the device still performed to the required specifications. There were no issues noted on the drill with engagement and/or disengagement when functionally tested in the controlled environment. A review of all testing records prior to distribution it was confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that while making a burr hole, the clutch on the perforator failed to release resulting in a drill hole deeper than intended.